Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. A revision procedure was performed. The lead was repositioned and difficulty was encountered with extending the helix, however, the helix was able to be extended. The lead remains implanted and in service. No additional adverse patient effects were reported.